Manufacturer narrative:
There were no (B)(4) devices of lot number c616729 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation. A document based investigation was carried out with the information provided. Due to a variety of clinical conditions such as patient anatomy and progression of disease state, in addition to the device not been returned, the cause of this complaint cannot be confirmed. Information received with this complaint indicated that all of the doctors involved in this case agree that the 12 cm stent was simply not long enough. Prior to distribution, all (B)(4) devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the (B)(4) devices of lot number c616729 revealed no discrepancies that could have caused the complaint issue. A review of the 2-year complaint history for this product family was conducted. This type of report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote.

Event description:
Upon deployment of the evolution esophageal stent, the stent immediately migrated into the stomach. The stent was successfully retrieved from the patient and a longer, 15 cm evolution esophageal stent was placed successfully. The original evolution esophageal stent's distal flange would not open after being cinched by a lasso loop. The migrated stent was successfully removed and a new stent was placed without difficulty.